Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. UDI not available as product was manufactured on or before 23 september 2014.

Event description:
Related manufacturer reference number: 2017865-2021-22287. It was reported that patient presented for routine pacemaker change. During the procedure the physician was unable to separate the right ventricular lead from the device header due to inability to loose the setscrew. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.

Manufacturer narrative:
As received the connector pin portion of a partial lead was returned in one piece measuring 2.2 cm. The lead insertion and removal test was unable to be performed due to the condition of the lead as received.